Manufacturer narrative:
H10: for the ten complaints, 2 devices were returned out of the thirteen reported malfunctions. During evaluation of one device, failure to prime was identified. The investigation for the second returned device is still pending. The company is still investigating the issue at this time. The device is labeled for single use. H10: d4: corporate lot number (recn2405, recs0503, rebz1037). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicated that model mc1820. Biopsy instrument allegedly self-activated. These reports were received from various sources. Of the 13 alleged malfunctions, five did not involve patients, and 8 involved patients with no patient consequences. Of the thirteen patient, two patients are male and one is female, and two patient ages are 35 years old, however, all other patient age, weight, gender was not provided.

Manufacturer narrative:
H10: the lot numbers for nine malfunctions were provided, therefore lot history reviews were performed. Four devices were returned out of the thirteen reported devices. During evaluation of two devices, failure to prime was confirmed but self activation was unconfirmed. For the third malfunction, the device functioned properly, therefore self-activation is unconfirmed. Nine devices were not returned for evaluation, therefore the investigations are inconclusive for self-activation as no objective evidence has been provided to confirm any alleged deficiency with the devices. The investigation for one device is currently pending. H10: d4: corporate lot number (recn2405, recs0503, rebz1037, unknown), g4. H11: h2, h6 (results/conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicated that model mc1820. Biopsy instrument allegedly self-activated. These reports were received from various sources. Of the 13 alleged malfunctions, five did not involve patients, and 8 involved patients with no patient consequences. Of the thirteen patient, two patients are male and one is female, and two patient ages are 35 years old, however, all other patient age, weight, gender was not provided.

Manufacturer narrative:
H10: of the reported thirteen malfunctions, one was reassessed and determined to be reported for failure to prime, which is not reportable. Of the twelve remaining malfunctions, the lot number was provided and a lot history review was performed for nine of the malfunctions. The lot number was not provided for the remaining malfunctions. Four devices were returned for evaluation. For two of the four devices returned, failure to prime was confirmed but self activation was inconclusive. For one of the four devices, self-activation was unconfirmed. For the other returned device, self activation was inconclusive. For the remaining eight malfunctions, samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive for these devices. A definitive root cause could not be determined. The devices are labeled for single use. H10: d4: corporate lot number (recn2405, recs0503, rebz1037, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model mc1820 biopsy instrument allegedly self-activated. The information was received from various sources. Of the 12 alleged malfunctions, five did not involve patients, and 7 involved patients with no patient consequences. Of the reported patients, one is male and one is female, and two patient ages are 35 years old, however, all other patient age, weight, gender was not provided.

Manufacturer narrative:
H10: out of the reported 13 malfunctions, 4 devices were returned for evaluation. The lot number was provided and a lot history review was performed for eight of the malfunctions; the lot number was not provided for the remaining malfunctions. For 2 of the 4 devices returned, failure to prime was confirmed but self activation was inconclusive. For 1 of the 4 devices, self-activation was unconfirmed. For the other returned device, self activation was inconclusive. For the remaining 9 malfunctions, samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive for these devices. A definitive root cause could not be determined. The devices are labeled for single use. H10: d4: corporate lot number (recn2405, recs0503, rebz1037, unknown), g4. H11: g1, h6 (results/conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicated that model mc1820. Biopsy instrument allegedly self-activated. These reports were received from various sources. Of the 13 alleged malfunctions, four did not involve patients, and 9 involved patients with no patient consequences. Of the thirteen patient, two patients are male and one is female, and two patient ages are 35 years old, however, all other patient age, weight, gender was not provided.

Manufacturer narrative:
H10: the lot numbers for eight malfunctions were provided, therefore lot history reviews were performed. Three devices were returned out of the thirteen reported devices. During evaluation of two devices, failure to prime was confirmed but self activation was unconfirmed. For the third malfunction, the device functioned properly, therefore self-activation is unconfirmed. Nine devices were not returned for evaluation, therefore the investigations are inconclusive for self-activation as no objective evidence has been provided to confirm any alleged deficiency with the devices. The investigation for one device is currently pending. H10: d4: corporate lot number (recn2405, recs0503, rebz1037, unknown), g4 h11: b5, h2, h6 (results/conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicated that model mc1820. Biopsy instrument allegedly self-activated. These reports were received from various sources. Of the 13 alleged malfunctions, four did not involve patients, and 9 involved patients with no patient consequences. Of the thirteen patient, two patients are male and one is female, and two patient ages are 35 years old, however, all other patient age, weight, gender was not provided.

Manufacturer narrative:
For the ten complaints, 2 devices were returned out of the thirteen reported malfunctions. During evaluation of one device, failure to prime was identified. The investigation for the second returned device is still pending. The company is still investigating the issue at this time. The device is labeled for single use. Corporate lot number (recn2405, recs0503, rebz1037).

Event description:
This report summarizes thirteen malfunctions. A review of the reported information indicated that model mc1820. Biopsy instrument allegedly self-activated. These reports were received from various sources. Of the 13 alleged malfunctions, five did not involve patients, and 8 involved patients with no patient consequences. Of the thirteen patient, two patients are male and female, and two patient ages are (B)(6) years old, however, all other patient age, weight, gender was not provided.